Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing elevated blood glucose (bg) levels between 400-500 (mg/dl) in the mornings; however, no specific event onset date was provided. Reportedly, the customer's health care provider adjusted the customer's settings on (B)(6) 2016 to address the elevated bg levels; however, the customer is still experiencing elevated bg levels in the mornings. Customer indicated that they administer correction boluses to treat the bg levels. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.